Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. The reported problem is considered confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the speaker "went out". There was no tone. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.